Manufacturer narrative:
Technical discussion between the manufacturer and the sales rep concluded that the implant probably didn't expand correctly during the surgery due to a bad temperature management from the surgeon. Moreover, implant bending is a "normal" implant behavior in cold temperature range. Historical data analysis confirmed that the batch conformed to memometal specification. The root cause of the reported event is user error. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Implant did not work as planned. Implant opened too quickly and appeared bent. There was no adverse consequence reported.